Event description:
It was reported that the system was completely explanted on (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, an attempt was made to obtain complete patient information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 3; reference MFR. Report#: 1627487-2020-31729, reference MFR. Report#: 1627487-2020-31730. It was reported the patient stopped maintaining/using their scs system over an extended period of time due to ineffective therapy. As a result, the patient plans to under surgical intervention on a later date.